Event description:
On (B)(6) 2012, it was reported that a patient experienced overfill on the homechoice due to drain 3 and 4 on (B)(6) 2012. The event log was reviewed, and it showed a high drain volume in drain 3. The homechoice was set to have a minimum drain of 85%, a tidal volume of 75%, and a last fill volume of 100ml. The patient had been performing home dialysis for many years, and after getting a new homechoice, he had no further problems. The device was available for evaluation. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a report of patient symptom - overfill was not confirmed. The root cause was undetermined. A device history record review, service history review, event history log review, and sample evaluation were performed, and no issues were found that could have contributed to this event. The problem could not be confirmed in the event log file and could not be reproduced during evaluation.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.